Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the sensor. Customer reported that while inserting the sensor the needle remained stuck inside his body. Customer reported that he could not remove the needle after removing the serter. Customer was able to remove the needle with tweezers. Customer did mention that he was a cancer patient. Customer's blood glucose at the time of the incident was not included in the report. Product is expected to return.